Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing for ECG and nibp functions without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.